Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for poly wear. Event is considered severe. Information is unavailable related to seriousness of event. Event is possibly related to device. Event is not related to procedure. Date of implant: (B)(6) 2002 date of event: (B)(6) 2022. Date of revision: (B)(6) 2022. (Right knee) treatment: revision; insert and patella were revised.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The patella and insert were revised on (B)(6) 2022 due to the patient c/o pain, limited range of motion, swelling, and marked instability. The patient is 20 years status post his original knee replacement. Intraoperatively, severe central wear was noted along with delamination of the tibial component. There were loose broken patella shards and pieces throughout the knee that were removed. There was marked foreign body synovitis. The patella was ¿easily loosened.¿ the cement was loose and removed from the patella base. There was severe wear of the post of the superior side of the tibial insert. The insert was also broken from the rotating platform post. It demonstrated ¿marked destruction, wear, delamination, pitting and discoloration with severe loss of substance posterior medially.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.